Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-11456; manufacturer report number 1627487-2019-11457; manufacturer report number 1627487-2019-11460. It was reported that patient experienced discomfort due to lead migration. Reportedly, the lead was eroding through the skin. Surgical intervention may occur later to address the issue.